Manufacturer narrative:
The customer returned the test strips for further investigation. Upon visual inspection, the test strips and the vial showed no defects. The returned test strips were measured on reference meters with a high-level control sample. Qc test results (specified target range 2.4 - 3.0 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coagucheck xs meter serial number (B)(4) compared to an unknown laboratory method. Comparison #1 the meter result was 5.0 inr and the laboratory result from one hospital was 3.8 inr. Comparison #2 the meter result was 5.1 inr and the laboratory result from another hospital was 3.8 inr. The meter and laboratory comparisons were performed within 1 hour of each other. The customer's therapeutic range is 2.0 - 2.5 inr. The results in question were not reported to the customer's doctor. The customer mentioned that they have been eating too many cherries, green peppers, and cucumbers.